Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and the red notification light was flashing. The customer stated insulin pump had unresponsive buttons and the sn label was rubbed off the back side. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. No stuck button alarm or red light flashing noted. However, device received with intermittent button response due to corroded keypad traces. No damage in the serial number label noted.